Manufacturer narrative:
The instrument¿s service history was reviewed and did not identify any contributing factors on or around the time of the complaint. A search for similar complaints for the part didn¿t return any deficiency related to the parts associated with the current complaint. A review of tracking and trending in the product monitoring review for alinity I/architect ia was reviewed. No systemic issues or trends were identified for the issue associated with this ticket. A review of historical data associated with the head, waste pump (rohs) (pn 7-200378-01 did not identify any trends, non-conformances, or potential non-conformances. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect i1000sr analyzer(B)(4) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
During de-installation of an architect i1000sr analyzer, the waste tubing became disconnected and sprayed waste liquid into the field service representative¿s (fsr) right eye, who was not wearing a face shield. The fsr immediately performed emergency eye wash at the wash station. No treatment beyond flushing the eyes with water/saline was done.